Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with the ventilator servo-s. It was reported that the ventilator failed pressure transducer test during pre-use check (puc). Identification of issue has been done by analyzing problem description. The service report and device¿s logs were not provided. The device failed to meet its specifications. There was no patient involvement. There have been no adverse events sustained as a result of the issue. No details have been obtained in regards which part turned out to be the source of the issue or if the issue has been resolved. The issue was reported to competent authority in abundance of caution as pressure transducer test failure may in some cases, represent a reportable event, e.g. Stop of ventilation or high pressure. It is worth to mention that a pre-use check must always be done before connecting the ventilator to a patient. The root cause to the reported issue has not been determined. This customer product complaint will be archived in anticipation of a possible future trend assessment.